Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, the optifix device deployed the first fastener broken and the device gets stuck when firing. No fasteners got fixated successfully and they were removed from patient's body. The procedure was completed using another device and there was delay in surgery. There was no patient harm, no medical and/or surgical intervention was done, and the patient's condition is stable.

Manufacturer narrative:
As reported, the optifix device deployed a broken fastener, and the device gets stuck when firing. Photo provided shows the broken fastener, the backup tabs at the cannula tip are significantly bent, and the guidewire is bent backwards exposed from the cannula through the firing chamber. The reported deployed broken fastener is a known result of the bent components found. The components are bent from applied forces while in use. Review of manufacturing records shows product was made to specification. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue" and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.